Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of two (2) years and five (5) months due to thickened and severely restricted leaflets degenerative in nature leading to stenosis secondary to renal insufficiency and dialysis. Thrombus and endocarditis were ruled out. An edwards transcatheter valve was successfully implanted within the existing edwards device. The procedure was completed without issue. The patient presented with congestive heart failure, lvef 35% and short of breath on exertion. The patient was noted as to be recovering after the procedure.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that a patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of two (2) years and five (5) months due to thickened and severely restricted leaflets degenerative in nature leading to stenosis secondary to renal insufficiency and dialysis. Thrombus and endocarditis were ruled out. An edwards transcatheter valve was successfully implanted within the existing edwards device. The procedure was completed without issue. The patient presented with congestive heart failure, lvef 35% and short of breath on exertion. The patient was noted as to be recovering after the procedure.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, the progression of the patients underlying valvular disease pathology and comorbidities likely contributed to this event.